Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Egan, p., b. L. Wilkoff, et al. (2015). "Interruption of pacing following nonsustained ventricular tachycardia in an aai programmed implantable cardioverter defibrillator." Pacing clin electrophysiol 38(9): 1082-1090.

Event description:
Boston scientific received information from a journal article review that discussed the device interrogation of two patients implanted with boston scientific implantable cardioverter defibrillators (icds). The second patient discussed in the article is a (B)(6) man who received his device implant in 2004. His indication for therapy was secondary to paroxysmal vt. At the time of implant, the patient had preserved left ventricular function and longstanding hypertension. The patient is pacemaker dependent as he has no intrinsic atrial rhythm above 30 bpm. The patient has intact 1:1 av conduction with a first-degree av block that resulted in ventricular pacing event when programmed to the device's maximum av delay. The patient has a successful vt ablation in 2007, but in 2008 a different vt was noted that appeared to be triggered by right ventricular pacing. Therefore his pacing mode was changed to aair. At a subsequent device interrogation, a stored arrhythmic event revealed a lack of atrial or ventricular pacing following a non-sustained run of vt that resulted in long pauses of cardiac rhythm. There were noted post-conversion pauses. Once the vt self-terminated, there was a 12-second absence of pacing consisting of a 4-second asystole followed by a very slow atrial rhythm at approximately 220 bpm. The episode occurred during the night while the patient was asleep, so they did not report feeling any symptoms. This behavior was a result the normal programmed pacing mode and the temporary withholding of atrial pacing by the device during ventricular arrhythmia detection (vtr period). This scenario was prevented from recurring by programming the device using a set of unconventional parameters. No patient name or specific product identifier was provided.